Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were " no disposable" and "high pressure alarm" messages after pump starting. A functional check was performed and the reported issue was able to be confirmed. The pump was found to be "double beeping" during power up when batteries were inserted. The cause of the issue is unknown. A faulty downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep no cassette" error. The issue occurred during testing and there was no patient involvement.